Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / migration of essure / unknown location of essure') in an adult female patient who had essure (ess205) (batch no. A73748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), anaemia ("blood or heart disorder/condition type:anemia"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced pelvic pain ("physical pain/pelvic pain"), abdominal pain ("abdominal pain") and complication of device insertion ("complication at the time of your essure placement-right ostium with proximal stenosis"). The patient was treated with surgery (bilateral salpingectomy and removal of essure device). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, depression, vaginal haemorrhage, menorrhagia, anxiety and complication of device insertion outcome was unknown and the pelvic pain, abdominal pain and anaemia had resolved. The reporter considered abdominal pain, anaemia, anxiety, complication of device insertion, depression, device dislocation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: reported insertion date (B)(6) 2013 as discrepancy noted. Received treatment for pain, bleeding, migration. Complications or problems that occurred at the time of your essure placement-right ostium with proximal stenosis discrepancy of essure confirmation test- reported as not performed in current fu. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received - reporter¿s information was updated and new reporters were added. Patient¿s information was updated, and essure lot number was provided. The events vaginal bleeding and menorrhagia, complication at the time of your essure placement-right ostium with proximal stenosis were added, and the event psych injury was updated with new information and recoded to depression and mental anguish. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / migration of essure / unknown location of essure') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (ess205) (batch no. A73748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In october 2007, the patient had essure (ess205) inserted. In may 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), iron deficiency anaemia ("blood or heart disorder/condition type:anemia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In june 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced pelvic pain ("physical pain/pelvic pain"), abdominal pain ("abdominal pain") and complication of device insertion ("complication at the time of your essure placement-right ostium with proximal stenosis"). The patient was treated with surgery (bilateral salpingectomy and removal of essure device). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, menorrhagia, depression, vaginal haemorrhage, anxiety and complication of device insertion outcome was unknown and the pelvic pain, abdominal pain and iron deficiency anaemia had resolved. The reporter considered abdominal pain, anxiety, complication of device insertion, depression, device dislocation, iron deficiency anaemia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: reported insertion date (B)(6) 2013 as discrepancy noted. Received treatment for pain, bleeding, migration. Complications or problems that occurred at the time of your essure placement-right ostium with proximal stenosis discrepancy of essure confirmation test- reported as not performed in current fu. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. Event of anemia updated to anemia from chronic blood loss. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/pelvic pain"), abdominal pain ("abdominal pain"), anaemia ("anemia") and psychological trauma ("psych injury"). The patient was treated with surgery (salpingectomy (bilateral)). Essure (ess205) was removed on 1(B)(6) 2017. At the time of the report, the device dislocation and psychological trauma outcome was unknown and the pelvic pain, abdominal pain and anaemia had resolved. The reporter considered abdominal pain, anaemia, device dislocation, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: reported insertion date (B)(6) 2013 as discrepancy noted. Received treatment for pain, bleeding, migration: yes, psych injury: no. Bladder/urinary problems other. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Reporter information added. This case become incident. Event : abdominal pain, anemia, psych injury, migration, bladder/urinary problems added. Outcome of the pelvic pain updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.